Manufacturer narrative:
The creatinine reagent lot number was 889247 with an expiration date of 30-apr-2026. The calibration and the qc for creatine were within specifications on the day of the event. The field service engineer identified that the gear pump head pressure was low and that there was a hole in the rinse tubing at the connection point. He repaired the rinse tubing. He also replaced the gear pump head as a precautionary measure. The engineer then checked the adjustment for the sample and reagent probes. Calibration and qc were performed, and they were within specifications. The root cause was due to a leak in the tubing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine gen.2 assay on a cobas 8000 c702 module. Initial result: 280 umol/l (accompanied by a data flag). 1st repeat result: 58 umol/l. 2nd repeat result: 66 umol/l. The 1st repeat result of 58 umol/l was deemed to be correct.